Event description:
A malfunction was reported with the device displaying malfunction code malf 16, identified with fault ID 16-0x20e6. There was no adverse impact to the customer's blood glucose level. No backup insulin therapy was available, so the caller planned to reach out to their healthcare provider.